Event description:
The hcp reported, the pt's pump was being replaced due to battery depletion. The new pump was implanted and everything was "ok" for a week to ten days. The pt then started to experience mild "withdrawal" (tightness). The drug used in the pump is baclofen (concentration and dose unknown). The pt was seen in the clinic, where x-rays were ordered. On x-ray everything appeared fine, but there was a large collection of fluid in the device pocket. A side port access and catheter aspiration were performed and easily aspirated. Fluid was tested for csf. The test came back positive for csf so the pocket was opened up. The connection of the catheter to the pump was disconnected, so the catheter was revised. The patient recovered without sequela.